Event description:
Raindrop corneal implant was implanted. FDA recalled the inlay. I had the inlay removed. I have experienced declining vision in the eye that had the inlay. I have scarring from the inlay.